Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all of the keys. The bolus button was found to be detached. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn and the audio bolus button was found to be detached. A damaged bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged bolus button is obvious and detectable and should alert the user to discontinue use of the pump. All of the keypad buttons responded appropriately. Evaluation revealed that there was contamination under all of the key contacts. (B)(6). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.